Event description:
It was reported that a ventilator screen was frozen and then went blank while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended replacing the graphic user interface (gui) printed circuit board (pcb).